Event description:
After an implantation period of approx. 2 months, it was observed that the shock impedance was too low. The lead was explanted.

Manufacturer narrative:
The medical device was returned without the legally required patient consent and can not be analysed. The provided data include no significant information apart from program settings and therefore cannot contribute to the incident investigation. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Should additional information, the device itself or the patient consent become available for analysis, the investigation will be updated.